Event description:
It was reported that the programmer would not interrogate devices. The service diskette was tried, but it did not fix the issue. The sales representative (sr) stated that the doctor had a habit of shutting down the programmer instead of "ending a session." The sr also stated that the issue is not the radio frequency (rf head). Technical support (ts) recommended that the programmer be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).